Event description:
We had a safari wire completely unravel last week causing a major vascular injury. After tavi valve deployment the safari wire was removed from the lv and pulled back into the navitor delivery system. This caused the external coil to completely unwrap in the lumen of the delivery system and fracture meaning we couldn't rewire the lumen with another wire. Ultimately this meant we couldn't withdraw the tavi delivery system from the patient and the patient had to undergo urgent vascular surgery". Patient status/condition: stable where did the problem occur: inside patient. Procedure outcome: the patient had to undergo urgent vascular surgery to remove navitor delivery system. Additional information received july 13, 2023: question: was there any resistance noted during insertion, advancing, or withdrawing the safari2 guidewire? Answer: the safari wire was placed in the lv as per standard practice using the j-introducer through a pigtail catheter. Tavi was performed uneventfully. The safari was then withdrawn into the descending aorta within the navitor delivery system. There were no issues noted during these procedural steps. At this stage our standard practice is to withdraw the safari wire from the navitor delivery system and then insert an exchange length standard 0.035" wire. This is because we prefer to withdraw the tavi delivery system and perform arterial closure on a softer wire (used as a "safety" wire) than the safari. Mild resistance was felt on withdrawing the safari into the navitor system. However on withdrawing the wire further it was seen to have unravelled. On further withdrawal the coil snapped. This meant the navitor delivery system lumen was no longer usable and arterial closure was unable to be performed with a safety wire in place. Question: in the physician's opinion, what caused the damage to the safari2 guidewire? Answer: friction between the safari wire and the lumen of the navitor delivery system. Question: did the end user advance the safari2 guidewire and withdraw it through the catheter under fluoroscopic guidance? Answer: yes. Question: the complaint description stated, "after tavi valve deployment the safari wire was removed from the lv and pulled back into the navigator delivery system". This indicates they were trying to remove the guidewire through the delivery system rather than removing the delivery system, inserting a catheter and removing the guidewire through a catheter. Can you confirm this? Answer: yes- that is correct- the navitor delivery system has an inline sheath so it is not possible to just withdraw the delivery system and then insert a catheter - an additional large bore sheath would be required first. We routinely withdraw the safari into the delivery system and swap for a softer wire. We have done this in >50 cases previously without issue. Question: is there an image of the safari2 guidewire within the ventricle? Answer: last stored angio of safari - shows wire in lv after tavi deployment. Question: what is the current condition of the patient? Answer: patient is fine, had vascular surgery to remove delivery system and went home 48hrs later.

Manufacturer narrative:
Product was disposed; therefore, no physical or visual analysis can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings: monitor wire position throughout the procedure for proper placement of curve and distal tip. Do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. As described in the device instructions for use (dfu)operational instructions: safari2¿ guidewire should be handled carefully and inspected before use and when possible during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber(change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2guidewire. If coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. As described in the device instructions for use (dfu): 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. Thesafari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.